Event description:
It was reported that when removed the drill burr from the attachment, the entire bearing assembly came out together with the burr (two rings, several balls, and other metallic components). The patient was therefore taken for a CT scan to verify that no metallic fragments had remained in the brain. Additional information regarding the patient impact is being followed up from the facility.

Manufacturer narrative:
H13:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. B3: date of event notification: 2026-04-16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.